Event description:
Medivators field service engineer (fse) was onsite in response to a service call for leaking alcohol from fittings on the alcohol bottle. Fse noticed the facility was using xylene in place of alcohol in the dsd unit.

Manufacturer narrative:
Medivators fse went onsite to check alcohol bottle and fittings for a reported leak. Fse found alcohol was not being used. In place of alcohol, xylene was in the unit. Xylene is used as a solvent/clearing agent in the field of histology and not indicated for use in automatic endoscope reprocessors. Based on the information available, it seems as though facility/department employee or operator inadvertently histology grade xylene in alcohol bottle instead of manufacturer recommended alcohol (70% isopropyl). Facility risk manager reported the dsd cycle logs were reviewed and indicated the low alcohol sensor alarmed tuesday (B)(6) at 1:43pm. At which time, it is suspected the xylene was added to the remaining alcohol in the unit creating an unknown ratio of alcohol and xylene mixture. Then next day, the operators did notice a slight difference in odor and unit was put out of service on the (B)(4) after fse notices alcohol was not in unit. A total of 48 hours the xylene was in the machine, nine cycles were performed. Each cycle releases about 10ml of solution from the alcohol bottle, for a total of 90mls being used and injected into scopes. The number of scopes that came into contact with this chemistry is unknown. It is unclear if all scopes reprocessed were used in a procedure. This incident has been isolated to one aer unit. To date there has been no known patient injuries reported to the facility. Materials used in the aer and scopes have not been tested for material compatibility with xylene. It is not a common chemistry used during endoscope reprocessing. Extent of possible damage is unknown. Medivators recommended the user facility to discontinue used of unit and affected scopes until damage and functionality can be evaluated and repaired if necessary. Medivators also recommended facility to replace unit as the safest and lowest risk alternative. As for patient risk, it is suspected the risk level for patient injuries due to chemical exposure is low. Typically, the patient will experience chemical colitis symptoms within the first 48 hours following the procedure. Since there are no reports of injuries as of today, we suspect no patient injuries will arise from this incident moving forward. This incident has been isolated to a 48 hour period ((B)(6)) affecting 9 reprocessing cycles with minimal chemistry contacting scopes which is likely to evaporate into the air prior to use. It is unknown if the xylene manufacturer has been contacted and if the incident was reported. Facility has been in contact with the scope manufacturer for assistant with this incident. Medivators is working closely with the facility to ensure incidence like this do not occur moving forward. If any additional information is received or reports of patient injuries, medivators will review and determine if any further action, such as a supplemental MDR report, is needed.